Event description:
Nellcor puritan bennett received a call from user facility on 3/2/1999. User facility called to report the following problem: stop cycle with all light-emitting diodes on with constant single tone alarm. No pt harm.